Event description:
Medical supply company using a fictitious name dispensed a homemade cold water circulating device to a pt who was injured in a motor vehicle accident in 2008. The item was given to the pt at the treating medical office and when he tried to give the device back, he was told to keep the item. The pt was not given instructions on use and the item had no instructions or warranty was included with the device. Lab analysis done in 2009: 0 1 red plastic beverage-style cooler with screw-on lid manufactured 0 1 electric pump with in-line power switch. Pump manufacturer listed, model # 90. Manufactured in other country. No ul listing for pump. Switch identified as leviton, 3 a, 125 vac, 1/2 hp. The switch has ul listing, 1 clear vinyl plastic urinary drainage bag with dual inlets and single outlet. Miscellaneous clear plastic hose connecting cooler with clear plastic bag - exterior connection - as well as internal connections to pump. Many of the connections are crude, held together with cable ties. The pump has 4 rubber suction feet that enable it to attach to the bottom of the cooler. The pump appears to be a submersible style pump, probably intended for small ornamental fountains or similar use. The cooler has a plastic on-off flow valve installed through a hole in the coller body near the top. The plastic hose from the pump connects on the interior side of the valve, while a plastic hose connects to the bag on the exterior side of the cooler. The connection are crude and held together with cable ties. The hole in the cooler wall is not caulked to prevent leakage. The power cord for the internal pump passes through a hole also drilled in the side of the cooler near the top. This hole is not caulked to prevent leakage. The leviton power switch on the pumps power cord was poorly installed. Uninsulated conductor is visible outside the switch body. Leviton switch.